Event description:
The physician was treating a large m1 occlusion and successfully aspirated with a psc041. The physician then decided to switch to the 032 system to aspirate smaller vessels. The catheter went in without any problems. When the physician tried to push the separator forward, he felt friction and hard resistance. He decided to pull back the whole system and noticed on the table that the separator was broken. He stopped aspiration and gave tpa over a micro catheter. The vessels were open and the patient was reported as well.

Manufacturer narrative:
Technical eval: the separator fractured at the proximal end at 0.5cm from the coated section. The catheter had multiple kinks on the distal, mid and proximal sections. Conclusion: the flat section of the catheter at 29cm likely caused the friction when the separator was introduced. The other kinks did not cause major damage to the lumen and did not collapse the walls of the catheter. The separator moved smoothly through the kinks with some resistance on the flat section before clearing the device entirely. Visual inspection of the separator at the break location showed that the separator wire was bent and compressed in a "u" shape and holds a permanent deformation. The separator may have been initially stuck at the flat section of the catheter and required more pressure to clear the flat. The separator likely broke when the physician manipulated the proximal taper zone outside the rhv, causing the separator to bend and eventually to break. The DHR's of these manufacturing lots have been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed as part #0854 (lot # l12509). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot was associated with (B)(4) because the mandrel could not be inserted into the catheter after hub molding. The lot was 100% sorted and the sort resulted in (B)(4). The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirements.